Event description:
Customer reported that pump screen would not turn on. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections (mdi) as a backup therapy while waiting for a replacement pump.